Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse the integrated electrosurgical unit (iesu) or erbe due to errors c-00 errors and c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported failure - errors c-00 and c-34 - were confirmed and reproduced on erbe connected to the system. System logs showed (25913 c-34 errors. A visual inspection shows the unit has no significant scratches or dents. The front bezel is in decent condition. The erbe unit was placed on a golden system and was run in normal mode. The probable cause is attributed to a low high frequency voltage error caused by an electrical component failure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error c-00 occurred. The customer restarted the integrated electrosurgical unit (iesu) or erbe, with no change. The intuitive tech support engineer (tse) reviewed the system logs and found error c-34. The customer stated that they planned to install a backup generator and continue. The site's clinical sales rep (csr) placed a second call to the tse during the procedure to report that the erbe faulted again. A backup vision side cart (vsc) was brought in to complete the procedure. No known impact or patient consequence was reported.